Event description:
A hospital in (B)(6) reported via a distributor that an rt104 breathing circuit caused a heater wire alarm when attached to a humidifier. The breathing circuit was tested on the humidifier prior to patient use.

Event description:
A hospital in (B)(6) reported via a distributor that an rt104 adult dual-heated breathing circuit caused a heater wire alarm when attached to a humidifier. The breathing circuit was tested on the humidifier prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt104 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint breathing circuit is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). The rt104 adult dual-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is (B)(4). Method: the electrical resistance of the heater wires in the inspiratory and expiratory tubes of the returned rt104 breathing circuit was tested using a multimeter. A continuity test was used to locate the break in the heater wires. Results: the electrical resistance of the heater wire in the expiratory tube was within the required specifications. The inspiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check revealed no other complaints of this nature for lot number 100308. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production. (B)(4).